Event description:
During an in-clinic follow-up, the device was found to have entered backup vvi (bvvi) mode. Abbott technical support was contacted, and the device was reprogrammed; however, the device reverted back to bvvi mode 14 hours later. The device was then explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacemaker found in backup mode could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.